Event description:
User experienced leak from the back of the analyzer and onto the floor. No patient results were affected and no operators were harmed. The field service representative was unable to determine a cause, but noted he cleaned up the instrument. On follow up visit, he replaced a broken tube joint c and tygon tubing. He also replaced upper dead point sensor on the sipper syringe and cleaned the mechanism. On second follow up visit, he determined there was leaking sipper waste tubing and replaced it.